Manufacturer narrative:
Reported via journal article: hwang, jongmin, et al, ¿extraction of a fully deployed coronary stent during retrieval of another dislodged stent¿, korean circ j 2016;46(6):862-865, http://dx.doi.org/10.4070/kcj.2016.46.6.862. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. It was reported that stent entrapment and dislodgement occurred. The patient presented to a local hospital complaining of chest pain, but did not present with any cardiovascular risk factors. Coronary angiography (cag) at a local hospital revealed severe three vessel disease. The patient was found to have 90% stenosis in the proximal segment of the left anterior descending artery (lad), 90% stenosis at the proximal segment, total occlusion at the distal segment in the left circumflex artery (lcx), and the right coronary artery (rca) showed diffuse, tortuous, and up to 90% stenosis at the proximal to mid segment with near total occlusion at the distal segment. A 2.75×26 mm drug eluting stent (des) was implanted in the proximal lad and two dess of 2.75×38 mm and 2.75×22 mm were implanted in the proximal and mid segments of the rca, respectively. On the next day, staged pci for distal rca was attempted via the right femoral artery. After pre-dilation with a 2.5×20 mm balloon at the distal rca, the operator made several attempts to deliver a 2.5×38 mm promus premier through a previous stent with no success. While pulling the undeployed stent back into the guiding catheter, it became entrapped by the fully deployed proximal rca des implanted the day before. After several retrieval attempts, the undeployed stent was totally detached from the stent balloon. Fluorography revealed that part of the dislodged stent was almost located out of the rca ostium, and flail motion of the stent, which was still entangled with a previous stent at the proximal rca, was noted in the ascending aorta. During the procedure, the patient complained of chest pain and his electrocardiogram revealed st segment elevation in leads ii, iii, and avf. The patient was subsequently transferred to a different hospital. Through an 8 fr guiding catheter, a snare catheter was positioned to capture the stent. After several attempts in the ascending aorta, they were able to seize the middle part of the undeployed stent and pushed and pulled the captured snare system several times with the aim of detaching it from the deployed des. However, they failed to detach it from the deployed des. On the contrary, the deployed des at the proximal rca had gradually elongated into the aorta. Thus, they decided to extract the two stents (dislodged and fully deployed elongated stent) as a last resort. After tugging with adequate manual force, the captured dislodged stent was bent in half and, successfully retrieved into the guiding catheter. Subsequently, both the undeployed and elongated deployed stents were successfully withdrawn into the guiding catheter under maximal manual retraction. After removal of the guiding catheter including the snare catheter and two stents, a follow-up cag revealed dissection at the proximal rca, without any remnant part of the two stents. Two des (3.5×34 mm at proximal rca, 3.0×38 mm at d-rca) were successfully implanted under intravascular ultrasonography guidance. The final cag showed acceptable results and the patient was free of angina and subsequently discharged two days after the procedure.